Event description:
It was reported that an implant procedure was abandoned, and the leads were removed due to intraoperative patient complications. During procedure the patient's cardiac status changed, patient was turned supine, and subsequently admitted to hospital intensive care unit (ICU). It was later reported that cardiologist did follow-up and noted the cardiac changes and low pressure were due to patient being prone for procedure.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149744.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.